Event description:
During a surgical procedure, a piece of wood approx 3" long and 3/4" wide was found with a 4 x 4", 16 ply sponge. The sponge with the wood was full of blood and was discarded. MFR has been contacted for an exchange.